Event description:
Customer reported the insulin pump alarmed no delivery during bolus. Customer's blood glucose was 511 mg/dl. Customer was advised to disconnect at the quick release. Customer was advised to perform a fixed prime and insulin did exit. Customer was unable to remove site due to he didn't have another infusion set. Customer was advised to do a complete set change as soon as possible. Issue might be caused by a site occlusion. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.